Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered four shocks for what appeared to be supraventricular tachycardia (svt) at a rate of 140 to 180 bpm. The patient will continue to be monitored. This ICD remains in service. No additional adverse patient effects were reported.